Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presents a b30 communication error. The malfunction occurred during set up / inspection for use (during set up in room / before patient in room) for a diagnostic colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d7a, h6: component code the device was returned to olympus for inspection and the reported failures was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image a root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.